Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approximately 8 1/2 months of support, the pt was readmitted for hemolysis and potential pump thrombosis. A decision was made by the hospital to exchange the pt's pump. During the pump exchange procedure in the operating room (o.r.), the outflow bend relief was reportedly found to be disconnected despite the bend relief collar being in place. The pump was successfully exchanged and the pt continues on lvad support. The hospital reported that the explanted device was disposed and is not available to be returned to the manufacturer for analysis.

Manufacturer narrative:
The manufacturer is attempting to obtain additional information from the hospital regarding this event. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.